Event description:
Caller reported a tandem mobi cartridge alarm, and there was no adverse impact to the customer's blood glucose level. Technical support confirmed a cartridge alarm 34 and determined the malfunction was not caused by external magnets or during the load process. The customer had not encountered similar alarms with this pump but did experience issues with consecutive cartridges. Technical support decided to replace the pump, which was still under warranty and would be provided with updated software. The customer will use mdi as a backup insulin therapy method. Technical support ensured the customer understood how to handle the return of the malfunctioning pump and instructed on programming and connecting devices to the replacement pump. The replacement pump was sent to the customer without requiring a delivery signature.